Event description:
Device malfunction: balloon rupture. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that the balloon ruptured at the nominal pressure during an unspecified procedure. There was no tortuosity at the lesion. No patient injury or adverse effects were reported. No additional information was available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. The device was received. Investigation is not complete.